Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Report source, foreign - event occurred in (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported one of the pins in the validation instrument was broken upon impaction. No patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found one drive pin of the validation tool was broken and no longer captured in the validation tool. Furthermore, the head of the pin shows signs of wear from impaction. The remaining drive pin shows no unexpected damage. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the broken drive pin on the validation tool was determined to be the durability of the drive pins. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.